Manufacturer narrative:
The failure of the device to power on was attributed to a depleted cell in the returned pad-pak however the root cause for its depletion could not be determined. The device performed to specification with a test pad-pak. The device would not have been able to deliver therapy, unless the pad-pak was replaced, had it been used in a sca situation.

Event description:
The status indicator flashed red and it was found that the device could not turn on when the on/off button was pressed. There was no patient involved in this event

Event description:
The status indicator flashed red and it was found that the device could not turn on when the on/off button was pressed. There was no patient involved in this event.